Event description:
It was reported that the patient recently experienced recurring incontinence; therefore, the physician decided to remove and replace the artificial urinary sphincter (aus). It is believed that the recurrence incontinence is not related with the aus, since it was functional at the time of surgery. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.